Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) and the gastroduodenal artery (gda) using a ruby coil, a non-penumbra microcatheter, and a guidewire. During the procedure, while advancing a ruby coil out of the distal end of the microcatheter, the ruby coil unintentionally detached partially in the microcatheter and partially in the sma. Therefore, the detached ruby coil was removed using a snare device. It was reported that while advancing the ruby coil the hospital staff may have kinked the pusher assembly of the coil. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.